Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. A new cartridge was loaded to resolve the issue.

Event description:
It was reported that a minimum fill notification occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. A new cartridge was loaded to resolve the issue.